Event description:
It was further reported that no performance issues were noted with the leadless ipg. The issues noted were attributed to patient anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited battery depletion due to high impedance. It was also reported that during the procedure, no site with satisfactory thresholds was found. No action was taken. The device remains in use. No patient complications have been reported as a result of this event.